Event description:
It was reported via clinic notes that a vns pt started having increase seizures on (B)(6) 2009. Pt had 3 absence seizures on (B)(6) 2009 which lasted 15 seconds each. Pt had five slight grandmal seizures on (B)(6) 2009 which lasted 30 seconds each. Lastly, pt had three grandmal seizures on (B)(6) 2009 which lasted from 1.5 minutes to 6 minutes. The device appeared to function properly since the dcdc=1. Good faith attempts to obtain more info have been unsuccessful to date.